Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she needed assistance with changing the settings. Customer had been having low blood glucose. Customer's blood glucose was below 50 mg/dl. Customer was unable to get in contact with her trainer. Customer declined troubleshooting. Customer will not be returning the device for analysis.